Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the front panel was not displayed and beeping sound occurred when the device was turned on. The user replaced the subject device to another device and completed the procedure. Olympus (B)(4) checked the subject device and found that the front panel was not displayed however the beeping sound did not occur. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The reported event might occurred because an abnormal was detected in the internal circuit. The cause of the internal circuit malfunction might be presumed to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor might be presumed to be due to the following factors. 1.failure due to deterioration since more than 5 years and 10 months had passed from the subject device had been manufactured. 2.the following abnormality on the process; oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy).